Event description:
The customer complains that false positive or "?" Results appear on some pool cell screens which visually appear negative. An instrument service was performed where the camera rgb settings were adjusted and the flex cable of right pipettor was replaced. Taken together we believe that the elevated number of false positive or "?" -results was caused by coincidence of multiple factors with a strong focus on the camera as well as washer manifold-settings. The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.